Event description:
Additional information was received indicating the device was explanted and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inadequate high voltage therapy due to oversensing and the patient was hospitalized. The device is anticipated to be explanted and replaced. There were no adverse consequences for the patient.